Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tabs that contain the top and bottom knob rings fractured off of the device, causing the rings to disassemble. The pieces of the tabs were not returned. The device was manufactured in 2012 and exhibits signs of extensive wear/ usage. This failure mode has been previously identified. It was previously submitted to our CAPA process for evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tka procedure, plastic ring broke off of impactor. All pieces were recovered and x-rays were taken to ensure nothing was left in the patient. Broken pieces were thrown away. Backup device available. No delay. No revision surgery performed. No injury to patient.